Event description:
A report was received via social media that the patient was experiencing pain in the rib cage and was not able to move. The patient underwent an explant procedure. No further information could be obtained.